Event description:
Device issue: none. Adverse event: dissection requiring medical intervention. Onset of adverse event: after pre-dilatation. It was reported that during an obtuse marginal stenting procedure in a heavily calcified lesion, after predilatation with an unspecified voyager balloon, a dissection occurred. A zeta stent was attempted, but failed to cross the lesion. The lesion was dilated again. Once again, the zeta failed to cross the lesion. A vision 2.5x15 and a vision 2.5x18 were placed, successfully treating the dissection. There was no adverse pt sequela reported. Although requested, there was no additional info provided.

Manufacturer narrative:
(B) (4). (B) (4). There was no reported product deficiency. The reported pt effect of dissection is listed in the instructions for use (IFU), as a known adverse event associated with coronary stenting procedures. Dissections can be influenced by several factors including, but not limited to, lesion characteristics, procedural technique, and device size selection. Although a conclusive cause for the reported pt effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to MFR, design or labeling.